Manufacturer narrative:
Additional information: estimated date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Uveitis and edema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2022-00019 for the reported events for the left eye (os).

Event description:
Initially, it was reported that the patient presented with prolonged bilateral rebound cystoid macular oedema (cmo) with uveitis, approximately five (5) weeks following a cataract plus trabecular micro-bypass stent system procedure (ou). The surgeon was evaluating the treatment plan. Through follow-up, the surgeon noted that when the patient first presented with bilateral rebound anterior uveitis, the patient was treated with topical steroids and topical nonsteroidal anti-inflammatory drugs (nsaids). The inflammation would resolve, but rebound quickly once the prolonged taper of eye drops was completed. In addition, intravitreal triamcinolone was injected in august 2021 and january 2022 (both eyes on separate days). The patient¿s iop was reported as ¿fairly well controlled throughout post op period¿not high¿. Additional information is being requested. This report references the reported events for the right eye (od).